Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The orbit mini complex fill 2x1.5 delivery wire was kinked and the coil stretched. It was noticed before used on patient. There was no patient injury reported. The hospital accumulated the product without reporting the event. There is no further information regarding the event. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinked delivery system and stretched coil were confirmed. Due to the lack of information regarding the event, no conclusion regarding root cause or contributing factors can be made. Neither the analysis nor the DHR suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent these types of failures from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as "coil - unraveled/stretched" and "cbs - kinked bend" were confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, the orbit mini complex fill 2x1.5 (B)(4) was kinked on the delivery wire and stretched. It was noticed before used on patient. There was no patient injury reported. The hospital accumulated the product without reporting.